Event description:
It was reported that patient presented with pain during a routine follow up visit. The physician determined that the spacer had migrated. The patient underwent an surgical procedure where the spacer was explanted. The device will not be returned for analysis as it was kept by the hospital.

Event description:
It was reported that patient presented with pain during a routine follow up visit. The physician determined that the spacer had migrated. The patient underwent an surgical procedure where the spacer was explanted. The device will not be returned for analysis as it was kept by the hospital.